Manufacturer narrative:
E1: (B)(6) h3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during angioplasty of a lesion within the proximal common iliac artery (cia), an advance 35 lp low profile balloon catheter¿s balloon ruptured. Per the reporter, an angiogram confirmed calcified iliac disease bilaterally, with heavy calcification noted within the external iliac artery. The user attempted to dilate the balloon during ¿plain old balloon angioplasty¿ (poba) to treat the lesion within the proximal cia; however, the balloon ruptured and became stuck on the wire during attempted retrieval, along the common femoral artery. The device could not be retrieved; therefore, a vascular surgeon was consulted, and the balloon was removed during a surgical cut-down and exploration of the common femoral artery within the interventional radiology department, under general anesthesia. Photos provided by the customer show rupture and separation of the balloon. The patient did not experience any adverse effects due to this event. Additional information has been requested but is not available at this time.